Manufacturer narrative:
Received one (1) used. List #cl3534, 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿ w/red cap, vented cap. As received, unknown solution residuals were received in the returned sample. No physical damage or other anomalies were observed. Connected the returned chemolock adaptor to an approved ICU mating device, no disconnect issue was observed. Cannot confirm the customer complaint of disconnect without the return of the mating device. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified

Manufacturer narrative:
E tab. This complaint was received through: (B)(6).

Event description:
A complaint was received regarding a 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿ w/red cap, vented cap disconnected during infusion. The report stated that the chemo bag adapter disconnected when writer attempted to disconnect from bag to save tubing. The event occurred on 24-sep-2024. The type of incident/problem is connection problem, and the frequency of problem is recurring. There was patient involvement and no patient harm or adverse event. In addition, it was reported to cmdsnet (health canada).